Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013 it was reported that the patient would be referred for a consult due to end of service (eos) and high lead impedance. Follow up found that the patient was seen three months prior and the battery was fine and system diagnostics were ok. About two and a half weeks ago, the patient was seen in the clinic and battery showed eos and system diagnostics showed high lead impedance with output current = limit, dcdc = 7, lead impedance = high. The patient said that he did not experience any trauma, falls, or other manipulation that led to the high impedance. The device was not disabled after the high impedance was observed, and x-rays were not ordered. Although surgery is likely, it has not occurred to date.